Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full address is (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a fault code 50 and there were traces of blood on the decoagulant. The user immediately stopped using it and no personal injury was caused.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10. Corrected data: occupation, initial reporter.

Manufacturer narrative:
Updated fields : b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions ), h11 the customer has not yet agreed to the repair. The customer has temporarily abandoned the maintenance. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a